Event description:
It was reported that the patient been treated in an arctic sun device for fever management after a hemorrhagic stroke. It seemed like the device was working hard. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c. Flow rate (fr) was 3lpm. Water had been between 5-12c. They were stopping device because they did not want water colder than 12c. Large pads in place. Abdomen was covered, but patient had a broad chest. They may add a universal to the chest. Patient was on paralytic and rectal tylenol. Intra venous tylenol was given last night. They did have a bair hugger on but removed it as there were no signs of shivering. Explained device was responding appropriately. Showed nurse where the lower water limit may be increased, if desired. Advised to continue to treat fever per facility protocol. Asked nurse to continue to perform diligent skin checks. Per review of wo on (B)(6) 2023, paralytics were administered. Per follow up information received via email on (B)(6) 2023, a call was made to the facility at (B)(6) on (B)(6) 2023. They spoke with charge nurse louise who confirmed patient completed therapy. No notes of additional pads being added. They confirmed patient was shivering and creating heat so further paralytics were administered.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c. Flow rate (fr) was 3lpm. Water had been between 5-12c. They were stopping device because they did not want water colder than 12c. Large pads in place. Abdomen was covered, but patient had a broad chest. They may add a universal to the chest. Patient was on paralytic and rectal tylenol. Intra venous tylenol was given last night. They did have a bair hugger on but removed it as there were no signs of shivering. Explained device was responding appropriately. Showed nurse where the lower water limit may be increased, if desired. Advised to continue to treat fever per facility protocol. Asked nurse to continue to perform diligent skin checks. Per review of wo, paralytics were administered. Per follow up information, confirmed patient completed therapy. No notes of additional pads being added. They confirmed patient was shivering and creating heat so further paralytics were administered. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient been treated in an arctic sun device for fever management after a hemorrhagic stroke. It seemed like the device was working hard. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c. Flow rate (fr) was 3lpm. Water had been between 5-12c. They were stopping device because they did not want water colder than 12c. Large pads in place. Abdomen was covered, but patient had a broad chest. They may add a universal to the chest. Patient was on paralytic and rectal tylenol. Intra venous tylenol was given last night. They did have a bair hugger on but removed it as there were no signs of shivering. Explained device was responding appropriately. Showed nurse where the lower water limit may be increased, if desired. Advised to continue to treat fever per facility protocol. Asked nurse to continue to perform diligent skin checks. Per review of wo on 10may2023, paralytics were administered.